Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to a trascatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was difficulty opening and closing the foot. This occurred with five prostyle devices in a row. The fifth prostyle device also became stuck in the anatomy. This require a surgical cutdown to remove the device. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.